Event description:
During a three level alif (anterior lumber interbody fusion) procedure performed on (B)(6), 2013, the fixation blades of a 12mm solus spacer could not be deployed within the patients l3/4 endplates. The un-deployed spacer remains confined within the disk space via supplemental fixation. The two additional solus spacers positioned at the l4/5 and l5-s1 deployed without issue. They also are secured with supplemental fixation as well as the integrated blades.

Manufacturer narrative:
An evaluation of the suspect device cannot be performed. The implant remains secured within the patients l3/4 vertebral body. The lot number has not been provided. Upon the receipt of additional information a follow-up reported will be submitted. The alphatec solus anterior lumbar interbody fusion (alif) system is an intervertebral body fixation system consisting of implants with various heights and lordosis to accommodate individual patient pathology. System implants are manufactured from implant grade polyetheretherketone (peek optima lt1), titanium (ti-6al-4v eli) anchoring blades and tantalum radiographic markers. The alphatec solus implant is intended for use with supplemental spinal fixation. Specifically, the alphatec solus implant is to be used with the alphatec's zodiac spinal fixation system, aspida anterior lumbar plating system, illico mis posterior fixation system, illico fs facet fixation system, or the bridgepoint spinous process fixation system. The instructions for use (ins-060); indications: the alphatec solus anterior lumbar interbody fusion (alif) system is indicated for spinal fusion procedures in skeletally mature patients with degenerative disc disease (ddd) at one or two contiguous levels from l2 to s1. These ddd patients may also have up to grade 1 spondylolisthesis or retrolisthesis at the involved level(s). Ddd is defined as back pain of discogenic origin with degeneration of the disc confirmed by history and radiographic studies. These patients should be skeletally mature and have had six months of non-operative treatment. The alphatec solus implant is intended to be used with autograft. The device is intended for use with supplemental fixation that is in addition to the integrated blades. Warnings: implant blades must be fully deployed into both vertebrae when implanted. Precautions bone density, quality, and/or stability may have adverse affects on the anchoring blades ability to be deployed or maintain purchase with the bone.